Manufacturer narrative:
The investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. A different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm while driving in a car with no out of the ordinary events at the time of the alarm. The customer observed an obstruction in the speaker holes and could not remove it. The customer reverted to using manual injections for insulin therapy. Blood glucose was approximately 400 mg/dl.